Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d356 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot d356 for the reported complaint shows no trends. Trends were reviewed for complaint categories, alarm #7: blood leak (centrifuge chamber); centrifuge bowl leak/break. No trends were detected for these complaint categories. An analysis has been conducted on the customer provided photographs. Further investigation was able to verify that the centrifuge bowl as well as the leak detector strip were both found to be broken. The root cause cannot be determined based on the only information that was provided. Based on the available information no further action is required. Investigation completed. (B)(4).

Event description:
The customer has called to report that the centrifuge bowl broke during a procedure at about 150 ml wbp. Customer is unsure as to why this happened and does not know if it was an operator error or a faulty kit. The customer will not be returning the kit but will be providing photos of the incident. Patient is stable and has already been started on a new machine when the customer called. No further requests or concerns at this time.